Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to unlocked lcd connector. Unable to confirm the low reservoir alarms. The device was received with loose/protruded drive support disk.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. The blood glucose reading was 64mg/dl. The mother stated that the device was stuck on low reservoir alarm, and the buttons were not responding since the day before the call. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.